Manufacturer narrative:
Implant and explant dates : if implanted or explanted, give date: not applicable as this is not an implantable device phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a fiber was discovered in the patient's eye during surgery. Reportedly the fiber was removed. No further information was provided.

Manufacturer narrative:
Additional information was received and the following fields were updated: expiration date: 02/29/2020. Device manufacture date: 03/22/2017. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/05/2018. Section h3. Device returned to manufacturer? Yes. Device evaluation: the device was returned at the manufacturing site for evaluation. A specimen container was also included with the return. Visual evaluation of the syringe performed using a light box and under magnification could not confirm the presence of the reported fiber. No particulate was observed within the specimen container. The customer''s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this lot number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.